Event description:
It was reported that two different programmers were unresponsive to the touch of a finger. This programmer had been powered on for a decent amount of time with no real active session on. There was no patient involvement. The programmer needed to be powered off to reboot them. The programmer has not returned for analysis.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.